Manufacturer narrative:
(B)(4). Lockout. Additional information was requested. The analysis results of device (a) found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The analysis results of device (b) found that it was received with the missing tissue stop. Due to the condition of the device returned no functional testing could be performed. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidences of corrosion were noted on the jaws and the tip of the advancer was found bent. The bent advancer pushed forward the tissue stop pocket edge causing that it lose its position and jamming the firing mechanism. In addition, scratches were noted on clip track. Scratches were caused by the friction between the bent advancer and clip track. The clip track proximal flanges/locators were found deformed as a result from an excessive force. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4). Advancer and tissue stop. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a tep hernia procedure, the doctor used the device and used all 15 clips. A second device was opened and 2 clips were fired and then the device locked and no clips would come out. They opened another device, but no clips came out at all and locked straight away but this time part of the device fell off; not inside the patient. They used a product from a competitor to complete the procedure. No patient consequence reported.